Event description:
Technician alleged the mattress ticking had holes were fluid went through.

Manufacturer narrative:
Technician replaced the ticking and liner with a fire liner and foam. No pt or caregiver impacted.